Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis computerized tomography revealed an anomaly at the (battery electrical connector weld as the interface was notably different on the suspect device as compared to a reference device. The returned device found the battery to be out of specification for an electrical parameter. Battery analysis no evidence of an internal mechanism for the low battery voltage was found during destructive analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. Battery analysis found no evidence of internal shorting or battery defects. Hybrid analysis found no evidence of high current drain. The analysis finding code (afc) is coded in accordance with document (B)(4) and is attached to this record. The returned device found the battery to be out of specification for an electrical parameter. The analysis finding code (afc) is coded in accordance with document (B)(4) and is attached to this record. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction information: upon second review, the reported event of low battery voltage did not cause or contribute to death or serious injury and is not likely to do so if were to recur, as the device was not distributed to the customer and it was not used in the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) was found to have a battery voltage lower than the implant criteria. The device was not implanted in a patient.